Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify watchdog timeout alarm due to blank display. No vibration anomaly noted. Pump had moisture damage on motor. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went swimming and when she got out, she put her pump back on. Her blood glucose was 195 mg/dl. She said that she received an error and that the screen is fogged up and there is water in there. The customer said that once she put the pump back on and laid down, the pump started to vibrate and went blank. She tried to test her blood but the meter said that it was too hot and would not test it. She was advised to discontinue use of the pump and to revert to the back-up plan per her doctor¿s instructions. The insulin pump will be returned for analysis.